Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise; the lead also exhibited a drop in pacing impedance in bipolar configuration. The patient's condition was good prior to the procedure. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found external insulation abrasion breaching the outer insulation at 13.0 cm to 13.3 cm form the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported noise problem and low lead impedance.